Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The o ring and o2 nozzle was re-positioned and then the ventilator passed all functional and safety tests and the noise problem was disappeared. The ventilator was cleared for clinical use. No parts were replaced and no ventilator logs were provided. The root cause for the reported high o2 concentration could not be determined.

Event description:
It was reported that the ventilator generated alarms for high o2 concentration with noise has been heard from inspiratory and expiratory ends. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).